Event description:
It was reported that there was noise on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Concomitant products: product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2009; product ID: addr01, implantable pulse generator (ipg), implanted: (B)(6) 2009. (B)(4).